Manufacturer narrative:
Evaluated one open and used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm insulin pump. Conclusion: reservoir does not leak, no occluded and did not continue dripping insulin after test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump over delivering because the customer¿s blood glucose was low. Customer experienced low blood glucose level. Customer's blood glucose value was 155 mg/dl at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. No harm requiring medical intervention was reported. The insulin pump and reservoir will be returned for analysis.